Manufacturer narrative:
Product number and UDI number corrected. Serial number added and manufacture date added. Product not available for inspection.

Event description:
It was reported that a patient alleged injuries to the back, legs, and other body parts that will result in some permanent disability. It was also alleged that the injury was due to a cot drop where restraint straps did not hold the patient on the cot.

Manufacturer narrative:
Supplemental submitted to include UDI. Device not available for evaluation.

Event description:
It was reported that a patient alleged injuries to the back, legs, and other body parts that will result in some permanent disability. It was also alleged that the injury was due to a cot drop where restraint straps did not hold the patient on the cot.

Manufacturer narrative:
Information surrounding the event or a visual and functional inspection of the device was not available.

Event description:
It was reported that a patient alleged injuries to the back, legs, and other body parts that will result in some permanent disability. It was also alleged that the injury was due to a cot drop where restraint straps did not hold the patient on the cot.

Event description:
It was reported that a patient alleged injuries to the back, legs, and other body parts that will result in some permanent disability. It was also alleged that the injury was due to a cot drop where restraint straps did not hold the patient on the cot.